Event description:
This customer reported that the demand pacing functionality did not perform as expected. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4): this customer reported that the demand pacing functionality did not perform as expected. There was no report of any negative patient impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.